Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, it was reported that the patient's device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery. This report is filed on december 12, 2016. Registration number 3009092818 and exemption number e2016011.